Event description:
As reported, a mynx control venous device (mcv) had a hole in the balloon. Another mcv device was opened and used successfully in its place. There was no reported injury to the patient. All 4 opened devices had the same lot number (f2601501), but only one device was reported to be faulty. Four devices were opened because one device had a hole in the balloon and three additional devices were required to complete closure of all access sites. Only one device was reported to have the hole. The hole was noticed after insertion when attempting to inflate the balloon to initiate closure. The device was prepared according to the instructions for use. A cordis avanti+ 7f sheath introducer was used. The femoral vein suitability was verified on venography, vessel tortuosity was not present, and no calcium was noted at the puncture site, while vessel diameter was unknown. The procedure was an interventional svt ablation using an antegrade left femoral venous approach, and the deployer was mynx certified. The balloon was prepped with 100% saline and was not inverted. There was suspicion that the balloon lost pressure prior to retraction, as the inflation indicator initially showed appropriate readings during preparation but retracted after inflation in the vessel, indicating loss of pressure, which was confirmed upon testing after removal. The faulty device was discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a mynx control venous (mcv) vascular closure device (vcd) had a hole in the balloon. Another mcv device was opened and used successfully in its place. There was no reported injury to the patient. All 4 opened devices had the same lot number (f2601501), but only one device was reported to be faulty. Four devices were opened because one device had a hole in the balloon and three additional devices were required to complete closure of all access sites. Only one device was reported to have the hole. The hole was noticed after insertion when attempting to inflate the balloon to initiate closure. The device was prepared according to the instructions for use (IFU). A cordis avanti+ 7f sheath introducer was used. The femoral vein suitability was verified on venography, vessel tortuosity was not present, and no calcium was noted at the puncture site, while vessel diameter was unknown. The procedure was an interventional supraventricular tachycardia (svt) ablation using an antegrade left femoral venous approach, and the deployer was mynx certified. The balloon was prepped with 100% saline and was not inverted. There was suspicion that the balloon lost pressure prior to retraction, as the inflation indicator initially showed appropriate readings during preparation but retracted after inflation in the vessel, indicating loss of pressure, which was confirmed upon testing after removal. The device was not returned for analysis. The product history record (phr) review of lot f2601501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported while in the patient. However, as the device was prepped per the IFU with no anomalies noted, access site vessel (which was not reported) and/or concomitant device factors are likely since calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.